Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy prolonged bleeding"), menorrhagia ("heavy and painful menstrual cycles") and myocarditis ("myocarditis") in a 29-year-old female patient who had essure (batch no. C95075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included abdominal pain, bloating, uti and migraine. Concurrent conditions included nickel sensitivity, vaginal discharge, urinary tract pain, psoriasis, vaginal yeast infection, bacterial vaginosis, migraine, weight gain, nickel sensitivity, palpitations and drug allergy. Concomitant products included calcipotriol (dovonex) since 2000, diphenhydramine hydrochloride (benadryl), folic acid, ketorolac tromethamine (toradol), levofloxacin (levaquin), methotrexate, omeprazole (omeprazol), paracetamol (tylenol), phenazopyridine hydrochloride (pyridium), stavudine (zerit), topiramate (topamax) and ulobetasol propionate (halobetasol propionate) since 2000. On (B)(6) 2014, the patient had essure inserted. In 2000, the patient started clobetasol at an unspecified dose and frequency. In 2014, the patient experienced dyspareunia ("pain with intercourse / dyspareunia (painful sexual intercourse),"). In 2015, the patient experienced alopecia ("hair loss"), allergy to metals ("adverse nickel reaction / nickel allergy") with inflammation and dyspnoea, vaginal infection ("recurrent vaginal infection"), psoriasis ("psoriasis"), rash ("rash"), skin exfoliation ("peeling skin"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), myocarditis (seriousness criterion medically significant), fatigue ("fatigue"), sinusitis noninfective ("sinus inflammation") and fungal infection ("yeast infection"). In 2016, the patient experienced polyp ("granulation polyp"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("heavy and painful menstrual cycles"), weight increased ("weight gain"), ventricular extrasystoles ("pvcs") and bladder pain ("bladder pain"). The patient was treated with metronidazole (flagyl), silver nitrate, tolterodine (detrol), flecainide, methotrexate, folic acid, surgery (underwent a hysterectomy (full), salpingectomy), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, alopecia, weight increased, allergy to metals, vaginal infection, polyp, bladder disorder, urinary tract disorder, ventricular extrasystoles, myocarditis, fatigue, fungal infection and bladder pain outcome was unknown, the psoriasis was resolving and the rash, skin exfoliation and sinusitis noninfective had resolved. The reporter considered allergy to metals, alopecia, bladder disorder, bladder pain, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, menorrhagia, myocarditis, pelvic pain, polyp, psoriasis, rash, sinusitis noninfective, skin exfoliation, urinary tract disorder, vaginal infection, ventricular extrasystoles and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events urinary tract infection, lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: plaintiff fact sheet received. Events added from pfs- did not undergo confirmation test. Event menorrhagia make medically significant and intervention required. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy prolonged bleeding") and myocarditis ("myocarditis") in an adult female patient who had essure (batch no. C95075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain, bloating, uti and migraine. Concurrent conditions included nickel sensitivity, vaginal discharge, urinary tract pain, psoriasis, vaginal yeast infection, bacterial vaginosis, migraine, weight gain, nickel sensitivity, palpitations and drug allergy. Concomitant products included calcipotriol (dovonex) since 2000, diphenhydramine hydrochloride (benadryl), folic acid, ketorolac tromethamine (toradol), levofloxacin (levaquin), methotrexate, omeprazole (omeprazol), paracetamol (tylenol), phenazopyridine hydrochloride (pyridium), stavudine (zerit), topiramate (topamax) and ulobetasol propionate (halobetasol propionate) since 2000. In 2000, the patient started clobetasol at an unspecified dose and frequency. In 2014, the patient experienced dyspareunia ("pain with intercourse / dyspareunia (painful sexual intercourse),"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced alopecia ("hair loss"), allergy to metals ("adverse nickel reaction / nickel allergy") with inflammation and dyspnoea, vaginal infection ("recurrent vaginal infection"), psoriasis ("psoriasis"), rash ("rash"), skin exfoliation ("peeling skin"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), myocarditis (seriousness criterion medically significant), fatigue ("fatigue"), sinusitis noninfective ("sinus inflammation") and fungal infection ("yeast infection"). In 2016, the patient experienced polyp ("granulation polyp"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("heavy and painful menstrual cycles"), menorrhagia ("heavy and painful menstrual cycles"), weight increased ("weight gain"), ventricular extrasystoles ("pvcs") and bladder pain ("bladder pain"). The patient was treated with metronidazole (flagyl), silver nitrate, tolterodine (detrol), flecainide, methotrexate, folic acid, surgery (underwent a hysterectomy with) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, alopecia, weight increased, allergy to metals, vaginal infection, polyp, bladder disorder, urinary tract disorder, ventricular extrasystoles, myocarditis, fatigue, fungal infection and bladder pain outcome was unknown, the psoriasis was resolving and the rash, skin exfoliation and sinusitis noninfective had resolved. The reporter considered allergy to metals, alopecia, bladder disorder, bladder pain, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, menorrhagia, myocarditis, pelvic pain, polyp, psoriasis, rash, sinusitis noninfective, skin exfoliation, urinary tract disorder, vaginal infection, ventricular extrasystoles and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events urinary tract infection, lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of ptc (product technical complaint ) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy prolonged bleeding") and myocarditis ("myocarditis") in an adult female patient who had essure (batch no. C95075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain, bloating, uti and migraine. Concurrent conditions included nickel sensitivity, vaginal discharge, urinary tract pain, psoriasis, vaginal yeast infection, bacterial vaginosis, migraine, weight gain, nickel sensitivity, palpitations and drug allergy. Concomitant products included ketorolac tromethamine (toradol), levofloxacin (levaquin), paracetamol (tylenol) and phenazopyridine hydrochloride (pyridium). In 2014, the patient experienced dyspareunia ("pain with intercourse / dyspareunia (painful sexual intercourse),"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced alopecia ("hair loss"), allergy to metals ("adverse nickel reaction / nickel allergy") with inflammation and dyspnoea, vaginal infection ("recurrent vaginal infection"), psoriasis ("psoriasis"), rash ("rash"), skin exfoliation ("peeling skin"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), myocarditis (seriousness criterion medically significant), fatigue ("fatigue"), sinusitis noninfective ("sinus inflammation") and fungal infection ("yeast infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("heavy and painful menstrual cycles"), menorrhagia ("heavy and painful menstrual cycles"), weight increased ("weight gain"), polyp ("granulation polyp"), ventricular extrasystoles ("pvcs") and bladder pain ("bladder pain"). The patient was treated with metronidazole (flagyl), silver nitrate, tolterodine (detrol), flecainide, methotrexate, folic acid, surgery (underwent a hysterectomy with) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, alopecia, weight increased, allergy to metals, vaginal infection, polyp, bladder disorder, urinary tract disorder, ventricular extrasystoles, myocarditis, fatigue, fungal infection and bladder pain outcome was unknown, the psoriasis was resolving and the rash, skin exfoliation and sinusitis noninfective had resolved. The reporter considered allergy to metals, alopecia, bladder disorder, bladder pain, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, menorrhagia, myocarditis, pelvic pain, polyp, psoriasis, rash, sinusitis noninfective, skin exfoliation, urinary tract disorder, vaginal infection, ventricular extrasystoles and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events urinary tract infection, lower abdominal pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received, reporter added, lot number received, treatment drug added, events added as follows:-vaginal infection, aural polyp, psoriasis, rash, skin exfoliation, bladder disorder, urinary tract disorder, ventricular extrasystoles, myocarditis, fatigue, sinusitis noninfective, fungal infection, bladder pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy prolonged bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("heavy and painful menstrual cycles"), menorrhagia ("heavy and painful menstrual cycles"), dyspareunia ("pain with intercourse"), alopecia ("hair loss"), weight increased ("weight gain") and allergy to metals ("adverse nickel reaction") with inflammation and dyspnoea. The patient was treated with surgery (underwent a hysterectomy and removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, alopecia, weight increased and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.